Event description:
Circumstances of occurrence/description of facts : the pleurx drain presented a valve problem that disengaged from the drain (see mme darras- arras had referent). Clinical consequences observed: the patient had to return to the unit last thursday where the defective drain was removed. Precautionary measures and actions taken: the drain has been set aside.

Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text: see narrative.

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Circumstances of occurrence/ description of facts : the pleurx drain presented a valve problem that disengaged from the drain (see mme darras - arras had referent). Clinical consequences observed : the patient had to return to the unit last thursday where the defective drain was removed. Precautionary measures and actions taken : the drain has been set aside. Additional information provided: regarding the "undesirable" consequences of this event, the patient had to return to the or for the insertion of a second device and the removal of the old one: rehospitalization, local anesthesia and sedation in the operating room, local care renewal. No other worries because the nurse present at the time of the incident was able to clamp the drain immediately but this could have had consequences if in the middle of the night for example because no more non-return valve (risk of complete compressive pneumothorax).